Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample evaluation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received sating the jejunal port connection for the extension set detached resulting in an inadvertent separation from the feeding pump. The tube was placed in (B)(6) of 2015 and the tube was replaced in interventional radiology with no complications or patient injury. Additional information was received on 11/25/2015 stated, the middle portion of the jejunal port came out of the feeding tube. No additional information was provided in regards to the patient's status

Manufacturer narrative:
The actual complaint product was returned for evaluation. A used sample was received for a mickey tj-tube and one used 0121-12 extension. The sample was received with the top half of the jejunal feed port detached from the feeding tube head and attached to the extension set tip. The silicone dv remains attached to the top half of the feed port. The break appears relatively jagged. The device history record for the lot number, aa4322n21, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).